Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia and stated that too much insulin was given, with no associated alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included attempts to contact the participant for additional information. Investigation of this case revealed that the cause of the hypoglycemia remains unclear due to insufficient information, and no device malfunction or component issue has been identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.